Event description:
It was reported that the device battery will soon deplete during the warranty period. The patient complained about the premature depletion. The patient is pacemaker dependent and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.